Event description:
A malfunction was reported on a pump by the customer. There was no adverse impact to the customer's blood glucose level as the impact was unknown. The customer had experienced at least three occurrences of the same malfunction on this pump previously. Technical support initiated the process to replace the pump, but the call with the customer got disconnected. Attempts to follow up were made, including leaving a voicemail. Upon follow up patient does not have up to date software. Technical support resolved the issue by sending a replacement pump. Patient will continue to use backup insulin pump.